Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (S-ICD) system stored multiple sustained and non-sustained ventricular tachycardia (NSVT) events. Episode review was requested to explain why some were marked as atrial fibrillation (AF) events, rather than tachy events. Upon review, the ventricular tachycardia (VT) rate was at or near the conditional zone of 200 beats per minute (BPM). Sensing was appropriate throughout, and at times, the VT was marked as 'S' instead of 'T' when VT was below 200 BPM. The Treated Episodes showed appropriate therapy was delivered true VT. The Untreated Episode showed VT above and below 200 BPM, and the charge diverted after the rhythm self-terminated. AF events were stored for runs of NSVT and sustained events below 200 BPM. There was also false postiive AF event due to premature ventricular contractions (PVCs). Additional information received reported that this ICD delivered an inappropriate shock due to doublecounting some portions of the waveform. Therapy was provided, and broke the rhythm. It was a Type II break approximately two seconds after the shock. Technical Services (TS) discussed troubleshooting options and programming considerations. This S-ICD remains in service. No additional adverse patient effects were reported.This product remains in service and has not been returned to Boston Scientific, and as a result, laboratory analysis could not be conducted. A review of the Device History Record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A Risk Review was completed and confirmed that the event of Device Sensing Issue was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. A Similar Complaint Review was completed using, Global Similar Complaint Review Tool, which reviewed 1261: Device Sensing Issue and did not identify any emerging trends or similar complaints that require escalation. Based on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of Cause Not Established.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event resolution. At this time, no further information is available. Should additional information become available this report will be updated. This product has not been returned to Boston Scientific, and as a result, laboratory analysis could not be conducted. A review of the Device History Record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.A Risk Review was completed and confirmed that the event of Device Sensing Issue was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.Based on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of Cause Not Established.